Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time were incorrect, cause was unknown. Customer¿s blood glucose level was 169 mg/dl. Reportedly, customer continued using pump for insulin therapy.